Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The cause of the stimulation turning on and off by it self was undetermined. No further complications note or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that they had a return of symptoms and noted that they were icky symptoms. The patient stated that they were implanted for interstitial cystitis (ic) and pelvic floor dysfunction. The patient noted that they had initially thought that this was just a flare up from being active around the holidays, but then they used the patient programmer (pp) to check the implantable neurostimulator (ins) by pressing the sync button and found that the stimulation was off. The patient stated that they were able to turn the stimulation back on and was feeling the stimulation, but noted that they did not always feel the stimulation. The patient stated that the therapy had been working great for the last year and that previously anytime they had a return of symptoms or flare ups they would call a hcp who would walk them through programming changes to resolve. The patient noted that the ins was on during those times and that slight changes resolved the issue. The patient reported that they had not used the pp in months because they had not needed to and stated that most program changes were minor; overall the therapy had worked very well. It was indicated that the patient was going to have a local urologist page a manufacturer representative (rep) to determine the stimulation use for the patient¿s hcp since they wanted to know when the stimulation was turned off. No further complications were reported or were expected. Additional information was received. It was reported that patient¿s therapy was turning off by itself. Patient reported that around the holidays, patient checked her implant and it was turned off. Patient reported she had checked her implant every other day since and it had not turned off. Patient reported that the doctor wants her to get the device checked so they know how it got turned off.